Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
It was reported that the device was prepped per the IFU. As the stent advanced around the bend into the ima which was 70% stenosed, it became difficult to advance, causing the sheath to disengage out of the vessel. The stent had fishmouthed on the balloon at this point. As the sheath was unable to be tracked back over the stent, the clinician attempted to bareback the stent into the artery. The stent became dislodged from the balloon. The stent was retrieved using another balloon and repositioned into the right common iliac artery and deployed, then post dilated to 6mm.

Manufacturer narrative:
Analysis: the advanta v12 covered stent delivery system was not returned from the field for evaluation. Based on the case details the inferior mesenteric artery (ima) was 70% stenosed. The physician attempted to stent the lesion and experienced difficulty advancing the v12 around the bend of the sheath. A full review of the catheter lot history records was performed. Below is an overview of the quality and performance criteria that every lot of v12 covered stent systems is tested to. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath (6fr/7fr) depending on size. Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath. Ability of the delivery system to withstand 5 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). In addition to the final lot qualification testing there are multiple in-process inspections conducted that include the following: balloon hole skive dimensional verification. Stent securement testing. Proximal balloon weld tensile testing as detailed above. Distal tip tensile testing. Catheter leak check. A review of the catheter stent retention data obtained from this testing indicates that the lowest stent dislodgement force was 7.2 newton¿s (n). This value is well above the = 2.9 n requirement. Conclusion: based on the investigation atrium medical corporation cannot conclude that the device was faulty.